Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this left ventricular (lv) lead presented to the emergency room (ER). The presenting electrogram showed possible loss of capture. The vector was changed and the output was adjusted. The reason for the patient presenting to the ER is unknown at this time. The lead remains in service. No adverse patient effects were reported.